Event description:
The customer reported that the npb40 display was missing segments in saturation of peripheral oxygen (spo2) portion of the display. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
(B)(4).